Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current test, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that air bubbles kept recurring. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was stored by room temperature. The customer stated that they did not rewind the insulin pump while reservoir in place. The customer stated that they already tried several reservoirs and tubing. The insulin pump will be returned for analysis.